Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35mg/dl. The customer was assisted with troubleshooting. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 35mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The customer stated the their basal rates were changes. The customer was advised to monitor pump and to contact healthcare professional for possible causes of the low readings. The product will not be returned for analysis.